Event description:
A customer contacted baxter's technical service center regarding a system error 2240 that appeared on the homechoice (hc) unit. This event occurred during use, while the patient was connected in dwell 1. The home patient (hp) stated he realized that he had connected a supply bag to wrong line so he disconnected bag and connected it to correct line. The technical service representative (tsr) explained to the hp that once the bags are connected, he cannot disconnect bag and reconnect bag as this introduces unsterile air to setup. The tsr had hp recycle power and se 2367 alarmed. The tsr had the hp close all the clamps and recycle power again to press go to start. The tsr advised them to start over with new supplies. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. The patient did not disconnect any time prior to the alarm or observed air. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures per the user manual were reviewed with the reporter. The hp would complete therapy with new supplies. There was patient involvement and there was no patient injury or medical intervention reported to have associated with this event.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided, therefore no batch review could be performed. The problem was confirmed, based on the customer report. The root cause was use error. This issue is being investigated through CAPA. The label review found the labeling adequate for the prevention of the use error in this complaint.